Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 5 cm and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. Additionally, the catheter tubing was observed to be slightly flattened between the 1 cm and 3 cm depth markers. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported nurse noticed patient wiping his PICC with tissue paper, nurse attended to patient and stopped infusion immediately. PICC was leaking, flush administered slowly and fluid noted from PICC site. Fractured PICC patient noted no pain or stinging from site, felt well. At time of infusion being stopped 207.7mls infused (total in bag 285mls). Treated with cold press and hydrocortisone cream as per protocol and doctor informed. Dr attended to patient. PICC line removed total PICC length 53cm, PICC flushed once removed, fracture identified between 3 and 4cm. Patient able to go home with cold press and hydrocortisone cream and explained of use. Strict helpline advice given and to re attend tomorrow for examination. PICC fracture discovered post chemotherapy infusion. Extravasation policy followed. No symptoms of extravasation presented. Unable to proceed with 2nd part of treatment.